Event description:
It was reported that the patient had a generator change a month prior. The patient presented via merlin.net with noise on the right ventricular lead; a chest x-ray was inclusive. It was unclear if the lead or malfunction of the implantable cardioverter defibrillator was responsible for the oversensing. The device was explanted and replaced. No additional information was available.